Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in australia, during a case in aortic position by transfemoral approach, the balloon of the commander delivery system burst during valve deployment at sub nominal inflation (-2mls) due to the annular calcium. Despite the commander delivery system balloon burst, the valve was correctly deployed and there was no need to post-dilate the valve. The delivery system balloon was split and was retrieved through the esheath uneventfully. No parts of the commander delivery system separated from the system. The patient did not suffer any injury during the event. As per medical opinion, the root cause of the event was related to the annular calcium.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The returned device was evaluated, and the following was observed: radial and longitudinal burst was observed in the inflation balloon. No missing pieces were observed. All measurements taken of the balloon single wall thickness met the specification. The complaint for balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per CT report provided by the site, the native coronaries were calcified. Additionally, the description of the event states "as per medical opinion, the root cause of the event is related to the annular calcium". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.